Manufacturer narrative:
(B)(4).

Event description:
It was reported to a company representative by a patient¿s physician they had high lead impedance upon interrogation. The patient's neurologist is currently looking at resective surgery as well other means of therapy for the patient before moving forward with a vns replacement. Additional relevant information has not been received to-date. No known surgery has occurred to-date.